Event description:
The customer reported that the system appeared to be completely non-functional (i.e., no power). No patients were adversely affected as a consequence of this reported problem. Note 1: the customer did not provide any information pertaining to whether or not any patients were centrally monitored by the device at the time of the reported problem.

Manufacturer narrative:
We have received the device, but have not yet completed the investigation.